Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided data, a general reagent or instrument issue was not suspected. It was noted the customer did not use the recommended sample tube rack adapters which may have allowed the sample tubes to lean and contributed to the issue.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result from a sample cup was 6.12 miu/ml. The test was repeated per laboratory policy and the results from the master tube were 2620 miu/ml and 2646 miu/ml. The sample cup was repeated and the result was 2658 miu/ml. The result of 2658 miu/ml was believed to be correct and was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 18318303 with an expiration date of 05/31/2016. The field service representative could not find a cause. He ran mechanism checks and performance testing which passed.